Event description:
It was reported that an ilet user entered bg run mode with two hours remaining before automated deliveries would suspend, and a confirmatory fingerstick measured 299 mg/dl while the ilet displayed a dexcom g7 ¿start sensor¿ prompt with no related alerts; the user reentered the sensor code but still saw the option to start a sensor and had no replacement sensor available. Symptoms included hyperglycemia. Outcomes included temporary reliance on backup therapy and user instruction to enter bg every four hours to maintain insulin delivery. Investigation included guided troubleshooting, review of device menus and history, and user education. Investigation of this case revealed a suspected sensor pairing or activation issue preventing cgm data from reaching the ilet, which led the system to operate in bg run mode and prompted recommendation for backup therapy and dexcom sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was a cgm connectivity or activation failure external to the ilet, with user education and sensor replacement indicated.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.